Manufacturer narrative:
Acclarent received the returned product 10/13/2016, which included the following: inspira air balloon catheter. Inspira air stylet. Upon receiving the product, before decontamination, visual inspection was performed; the following observations were made: the shaft of catheter was stretched and had separated into 3 pieces. The total length of the 3 pieces was measured to be 607 mm. The balloon portion of the catheter was inverted; there was a burst observed on the proximal end of balloon. The stylet was stuck inside the shaft of catheter. The male luer of the stylet was detached. The core wire inside the stylet was broken (distal part of the stylet) and coil was unraveled. Based on the condition of the returned inspira air balloon, it appeared that the balloon had been inflated at least one time, as indicated by its rounded shape. The deflation test could not be performed due to the observed burst at the proximal end of the balloon.

Manufacturer narrative:
The subject device and stylet were returned for evaluation. The device and showed evidence of significant physical deformation and was received in three pieces. The balloon component of the catheter was partially intussuscepted, perforated, and its shape indicated that it had been inflated at some time. The stylet also showed evidence of extensive deformation, and the coil was partially unraveled. The investigation into this report is ongoing. This report will be updated within 30 days. (B)(4). Lot history record review was completed and confirmed that lot 160304a-pc met release specifications. (B)(4).

Event description:
It was reported that the subject device, an acclarent inspira air balloon dilation system 16x40, would not deflate properly during an airway dilation procedure. The reporter stated that the balloon had become stuck in the airway and was not able to be removed. Additionally, it was reported that the balloon had begun to ¿unravel¿ and had to be removed through an incision made in the throat. Following the event, the patient was said to have developed pneumonia, but was responding to antibiotic therapy. Acclarent followed up with the user facility and was informed that the users had been using the subject device while attempting to dilate a 2 cm-length stenosis which occupied approximately 70% of the diameter of the airway at the second tracheal cartilage. The balloon was inserted to the stenosis and inflated to 2 atm, whereupon it was said to have advanced distally during inflation. Contrary to labeling, the surgeon pulled back on the catheter against resistance and the balloon remained distal to the stenosis. The users then attempted to deflate the balloon to reposition the device. When the physician determined that the deflation was complete, the balloon could not be brought back across the stenosis. As the users pulled the device harder against the resistance, the shaft was said to have completely separated from the distal portion of the device, leaving a several centimeter long portion of the device at or distal to the stenosis. Attempts to retrieve the balloon using forceps to grasp the remainder of the device reportedly caused it to separate from the balloon leaving the remainder frayed and distal to the stenosis with the balloon inverted on itself and the airway was said to be obstructed. It was reported that the patient could not be satisfactorily ventilated and desaturated, but blood pressure remained stable. An emergency tracheotomy was performed within 1-3 minutes to re-establish ventilation and satisfactory oxygenation. The remainder of the device was removed through the tracheotomy incision. Flexible bronchoscopy was performed to ensure no device fragments were observed distally; post-operative chest x-rays were negative. The patient was reported to be recovering well.